Event description:
Additional information was received which indicates that there is an rf device present in the operating room during vns surgeries which may create radiofrequency in the room. It was stated that this device appears near the end of surgery when they are closing the patient. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that during generator replacement surgery the new generator "checked out fine" until the incision was closed. It was reported that once the incision was closed the new generator then displayed end of service upon device testing. The new generator was then replaced with another new generator which was tested and was within normal limits. It was reported that no electrocautery was used after the first generator was implanted and that the surgeon is very conscious of electrocautery use and the generators. Attempts have been made to have the generator returned for analysis; however, the generator has not been received to date.

Event description:
It was reported that the generator would be returned for analysis. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were also observed on the pulse generator can and header, which indicated that the pulse generator may have been exposed to an electro-cautery tool. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status was ok. Other than the noted condition there were no adverse functional, mechanical, or visual issues identified with the returned generator.